Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16dec2020.

Event description:
It was reported the alarm light emitting diode (led) failed. There was no patient involvement. The alarm light emitting diode (led) failure was confirmed. The engineer reseated the power management board, performed testing which passed, and the issue was resolved.